Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery gauge did not increase as intended while charging. Reportedly, the battery gauge remained at 95% for an extended period of time despite the pump being charged. The customer's blood glucose was 108 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.